Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, the cartridge was reloaded, and the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time to resolve the issue. There was no impact to the customer¿s blood glucose.